Manufacturer narrative:
No patient information as no patient was present. The system is intermittently resetting. Found that there is intermittent high noise on channel 4. After power up, it displayed the error not communicating with the emitter. Vendor analysis showed there to be an amp pcba failure. New axiem portable system was sent to site per RMA.

Event description:
A medtronic europe representative reported intermittent tracking issue with portable axiem unit. No patient was present.